Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy has not been working right at all. The patient said at night when they go to urinate, they have to walk around their house because it doesn't empty out. The patient also said they will have to go back and sit on the toilet and use the bathroom again. Agent asked if patient has had any sort of improvement since implant and patient said no, the patient mentioned that now it´s worse. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient had an appointment with healthcare provider on wednesday. The patient reported urinary retention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.